Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record and UDI are in-progress. All information reasonably known as of 06 may 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿the serial dilator broke apart during a case inside a patient. Luckily the consultant was able to retrieve it safely and complete the procedure successfully.¿ per additional information received on 16apr2025, ¿serial dilator inserted into peelaway sheath and deployed, and then when dr went to remove serial dilator only the smallest came out and other (2 grey and 1 red) were stuck inside the peelaway sheath. So doctor started to peel away the sheath so stuck bits could be removed with forceps ¿ then feeding tube inserted and peelaway sheath fully removed - successful outcome.¿

Manufacturer narrative:
Additional information: d4, d9, h4, h6. The device history record for lot 30340271 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. The sample provided was evaluated, the device was completely disassembled (central cannula and tubing). The sheath was received torn down each side, along the perforated lines. There were some areas of wrinkling on the sheath. The root cause of the reported issue could not be determined. All information reasonably known as of 14 july 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.